Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5. It was reported that while backing out a l5 bone screw a few rotations, the tip of the driver broke in the screw. The tip was not able to be retrieved and the screw was left in position. Because the tip was flush with the bone screw a rod and set screw were placed without complication. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visually confirmed approximately ~3mm of both instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with excessive force.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.